Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken screen and needed its test and calibration. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of "broken display", the display was cracked and the generator failed incoming display functionality testing. The generator was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.